Event description:
It was reported that it was found on july 26th that a screw which was implanted had passed through vertebral artery at c6. The patient has a lightheadedness.

Manufacturer narrative:
Device was not returned to manaufacturer for evaluation. Unable to determine the cause of the event.